Event description:
It was reported that impactors used over time exhibited cracked or fractured tips. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained as a result of these malfunctions. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.